Event description:
It was reported that the stent broke. The patient presented with ureteral and kidney stones. An 8/24 percuflex nephroureteral stent was selected for a procedure in the kidney, ureter, and bladder. During the procedure, it was noted that the thread cut the stent in half when the thread was pulled to lock the loop of the device. The device removed and the procedure was restarted. The procedure was successfully completed with another of same device. There were no patient complications reported and the patient's status was stable post procedure.